Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11 visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ dry eyes: unable to observe since it is not related to the device. ¿ other-medical: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Distributor reported on behalf of patient "constant hair loss", "changes in the skin texture on my décolleté and back", "dryness in my eyes", "brain fog", "anxiety", "cracked", "very thin shell or capsule" and "chronic inflammation". This record is for the left side, the device was explanted. Healthcare professional later reported "discomfort, pain, deformity and "capsular contracture, baker grade IV". The device will not be returned. Healthcare professional later reported "benign and malignant tumors".

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2

Event description:
Distributor reported on behalf of patient "constant hair loss", "changes in the skin texture on my décolleté and back", "dryness in my eyes", "brain fog", "anxiety", "cracked", "very thin shell or capsule" and "chronic inflammation". This record is for the left side, the device was explanted. Healthcare professional later reported "discomfort, pain, deformity and "capsular contracture, baker grade IV". The device will be returned. Healthcare professional later reported "benign and malignant tumors".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and rupture.

Event description:
Distributor reported on behalf of patient "constant hair loss", "changes in the skin texture on my décolleté and back", "dryness in my eyes", "brain fog", "anxiety", "cracked", "very thin shell or capsule" and "chronic inflammation". This record is for the left side, the device was explanted. Healthcare professional later reported "discomfort, pain, deformity and "capsular contracture, baker grade IV". The device will be returned. Healthcare professional later reported "benign and malignant tumors".